Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2011, this pt suffered a right femoral artery rupture and was emergently treated with an 18 mm portion of a gore bifurcated graft. On (B)(6) 2011, this pt presented to the emergency room with acute exsanguination and was treated to control a right femoral hemorrhage. On (B)(6) 2011, this pt underwent repair of the previously repaired right femoral artery with diffuse aneurysmal disease. The physician opted to use gore excluder aaa endoprosthesis components through an open repair. Two aortic extender components and a contralateral leg component were implanted under direct vision, no fluoroscopy was used. The pt was closed, and taken to recovery. Approximately 45 mins post-op, it was discovered that the pt was bleeding; therefore, the physician deployed a contralateral leg component using endovascular techniques. During this procedure, the pt suffered blood loss and a stroke. The physician converted to an open repair and performed an axillo-profunda bypass. Operating time was 8 hours, with blood loss greater than 2000 ml. The pt suffered several hypotensive episodes during the surgery. The pt was placed on a ventilator and subsequently expired on (B)(6) 2011. An autopsy was not performed.